Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and quit performing ventilation. The patient required to be manually ventilated with a resuscitation bag and needed to be placed on a different ventilator. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred and quit performing ventilation. The patient required to be manually ventilated with a resuscitation bag and needed to be placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section h1 and b1 has been updated/corrected in this report.